Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent patient effects and treatment appears to be related to circumstances of the procedure. The reported patient effect of occlusion is listed in the perclose proglide instructions for use, as a known adverse event associated with use of suture mediated closure devices. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that an arteriotomy closure of a left common femoral artery was attempted using a proglide device with a 7f sheath after a superficial femoral artery (sfa) stenting procedure. Reportedly, after suture deployment, no pulse was noted on the artery. An ultrasound confirmed that there was no blood flow to the sfa, the suture was stitched to the back wall of the artery. Balloon angioplasty was performed to widen the artery. Manual arterial compression was applied to achieve hemostasis. There was a reported clinically significant delay in the procedure or therapy. No additional information was provided.